Event description:
It was reported that the patient had a loss of therapeutic effect which started on the day of the call and had a sudden onset. The patient experienced fecal leakage. There was no falls or traumas, no change to daily routine reported. The patient had not adjusted stimulation since may and would like to increase it. Stimulation was increased to 2.2 but could not feel stimulation, it was then increased to 2.3v and stated she felt cheek wiggling. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0h3lq, implanted: (B)(6) 2014, product type: lead. (B)(4).